Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing due to oversensing of atrial stimulus on the ventricular channel were observed. The noise was not reproducible with lead provocation testing, isometrics, pocket stimulation and pushing around the header where the leads were inserted. Programming changes were made. The patient was in good condition afterwards.